Event description:
Healthcare professional reported through regulatory agency "anaplastic lymphoma: histological sampling". The biomarkers of cd30 positive and alk negative have not been reported or confirmed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "anaplastic lymphoma: histological sampling".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Later healthcare professional reported "diagnostic done. It's an error. No alcl". Un-reporting record.